Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scarring. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female who underwent breast augmentation with 415cc mentor memorygel breast implants experienced bilateral hypertrophic scarring post procedure. As a result, the patient underwent scar revision surgery, repositioning of the areola, and a donut lift. This patient was part of a clinical study. See 1645337-2022-09669 for contralateral prosthesis report.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. The initial report submitted on august 17, 2022, was actually due on september 13, 2019. The correct date received by manufacturer (g3) should have been august 14, 2019.

Manufacturer narrative:
Additional information was received on may 3, 2024. In addition to the issues reported previously, the patient also experienced asymmetric due to issues with both breasts. Reason for device explant and/or reoperation: asymmetry/hypertrophic scar. Manufacturer¿s reference number: (B)(4).